Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient was implanted with an expert retrograde/antegrade femoral nail to treat a femoral shaft fracture. The length of orthopaedic follow-up was of 309 days. The indication for retrograde was of choice poly trauma. There were no intra-operative complications. No previous surgical intervention. Post-operatively, 163 days after implantation, there was a bone union noted. The patient underwent reoperation due quad palsy and heterotopic ossification of femur with the manipulation of the knee joint under anesthesia (37 days post-op) and removal of distal blocking screw (163 days post-op). No further information is available. This report is for 1 unk - screws: locking. This is report 3 of 4 for (B)(4).